Event description:
It was reported that while in the operating room, the intra-aortic balloon (iab) was prepped per instruction: attach one way valve and vacuum the balloon twice inside of the tray, also remove the balloon straightly grasping closely from the tray. The sheath was inserted into the pt's left femoral artery. The md began to insert the iab into the sheath, however, the membrane unwrapped at the entrance of the sheath introducer. As a result, the iab and sheath were removed as one unit. The md inserted another sheath and a 40cc iab into the pt's left femoral artery without complications. There were no reported pt complications or injury.

Manufacturer narrative:
(B)(4). F/u will be filed if add'l info becomes available.